Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a small hematoma with oozing was observed after closure with two 6f¿12f mynx control venous vascular closure devices (vcds) during a post-procedure office visit. Hemostasis was achieved in the lab. There was a reported patient injury of a small hematoma with oozing. The hematoma was treated with lido with epi. The hematoma was observed at the site where the two mynx venous vcds were used. The complaint mynx vcds will not be returned because the devices were deployed. Heparin use was reported, with the dose documented as 26,000; the unit was not specified. The target femoral site was not previously closed with any closure prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges and no multiple stick attempts before intravascular access was achieved. The hematoma developed after discharge while the patient was at home. The puncture site was not located above the most inferior border of the inferior epigastric artery and was not below the bifurcation. There was no posterior wall puncture. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in an atrial fibrillation ablation procedure. The deployer was mynx certified. Femoral suitability was verified on angiography or venography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel type was venous. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The stick location was mid common femoral vein (cfv). The patient was given antibiotics and recovered. The devices will not be returned for evaluation.